Manufacturer narrative:
The investigation determined that a lower than expected vitros troponin I es (tropi es) result was obtained when processing a college of american pathologists (cap) proficiency fluid using vitros tropi es reagent on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 3000 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3000 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. Additionally, continual tracking and trending of complaints has not identified any signals that would suggest there is a potential systemic issue with vitros troponin I es reagent lot 3000. There is no indication that an issue with the vitros 5600 integrated system contributed to the event. Although within run precision testing was not performed on the instrument, the quality control data from the time of the event indicates acceptable performance of the vitros 5600 integrated system. Although there is no evidence that would indicate the vitros reagent or the vitros 5600 system contributed to the event, an unexpected transient issue with vitros tropi es lot 3000 or the vitros 5600 system cannot be entirely ruled out. In addition, the customer did not have any sample remaining for repeat testing. It is not known if the lower than expected tropi es result 0.02 ng/ml is a reproducible result which would indicate an issue with the cap sample may have contributed to the event.

Event description:
A complaint was received on 27 february 2019 from a customer reporting a lower than expected vitros troponin I es (tropi es) result obtained when processing a college of american pathologists (cap) proficiency fluid using vitros tropi es reagent on a vitros 5600 integrated system. Cap (B)(4) vitros tropi es result 0.02 ng/ml versus expected vitros tropi es result 0.069 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros tropi es result was obtained when processing proficiency fluids. However, the investigation could not conclude that patient samples were not affected or would not be affected if the event were to recur undetected. There has been no allegations of patient harm as a result of this event. (B)(4).